Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was unable to locate the app icon. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.